Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they hospitalized on (B)(6) 2018 at 5 pm due to the high blood glucose level and diabetic ketoacidosis. The customer's blood glucose level was 610 mg/dl when admitted to the hospital. The customer's current blood glucose level was 273 mg/dl. The customer had a dry skin dry mouth and vomiting. The customer was wearing the insulin pump at the time of the hospitalization. The customer was treated with the manual injections and intravenous saline. The insulin pump will not be returned for the analysis.